Event description:
It was reported that the patient experienced pain at the site of the implanted insertable cardiac monitor (icm) device. The physician explanted this icm device. Another icm device was implanted to continue monitoring. Device has not been returned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced pain at the site of the implanted insertable cardiac monitor (icm) device. The physician explanted this icm device. Another icm device was implanted to continue monitoring. Device has not been returned. No additional adverse patient effects were reported. The icm device has been returned and analysis performed.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.